Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem ( ecgs non-functional) has been confirmed. Upon investigation trunk cable connector j704 on the distribution node pca was physically damaged. The root cause for the damaged connector could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.